Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer had been using cold insulin, and not removing air from cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge, and to remove any residual air from the cartridge. Reportedly, the customer continued to use the pump for insulin therapy.